Event description:
It was reported that the customer was hospitalized for vomiting and diabetic ketoacidosis, with a blood glucose level of 323 mg/dl. The customer's mother stated that the customer's infusion set came out while she was asleep and she woke up with a blood glucose level over 400 mg/dl. The customer's mother also stated that the customer uses a mio insulin set but that it was bending too quickly. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.